Manufacturer narrative:
The field service engineer (fse) confirmed the leak at the needle bellows as a result of disconnected tubing at fitting 68 through vl57a (needle bellows drain vacuum) which was also causing the vacuum to drop low during draining. The fse reattached the tubing resolving the leak. (B)(4).

Event description:
The customer reported approximately 5 mls of bloody fluid had leaked from the bellows assembly of the coulter lh 750 hematology analyzer; the needle bellows were not draining. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.